Event description:
It was reported that on (B)(6) 2016, es2 surgery was performed. L3/l5 were fixed. Then, it was found that the blocker of l3 become loose on (B)(6) 2016. The revision surgery was found on (B)(6) 2016.

Manufacturer narrative:
Lot#: m76. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. Conclusion: the cause of the reported issue is multi-factorial and cannot be determined due to the lack of information.

Event description:
It was reported that on (B)(6) 2016, es2 surgery was performed. L3/l5 were fixed. Then, it was found that the blocker of l3 become loose on (B)(6) 2016. The revision surgery was found on (B)(6) 2016.